Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman laa closure device with delivery system (wds) and a watchman truseal access system (was). Upon implantation, the closure device did not meet pass (position, anchor, size, seal) criteria. The device had a one third to one half mitral shoulder in the 135 degree view. The closure device was recaptured and the was was withdrawn into the right atrium. Transesophageal echocardiogram (tee) revealed a flickering object at the superior portion of the atrial septum near the transseptal puncture in the right atrium. The object was then no longer visible on tee. The procedure was discontinued and the patient was transferred to recovery. In recovery the patient showed no adverse symptoms and was transferred to the post anesthesia care unit. It was further reported that the patient stabilized and was discharged.

Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman laa closure device with delivery system (wds) and a watchman truseal access system (was). Upon implantation, the closure device did not meet pass (position, anchor, size, seal) criteria. The device had a one third to one half mitral shoulder in the 135 degree view. The closure device was recaptured and the was was withdrawn into the right atrium. Transesophageal echocardiogram (tee) revealed a flickering object at the superior portion of the atrial septum near the transseptal puncture in the right atrium. The object was then no longer visible on tee. The procedure was discontinued and the patient was transferred to recovery. In recovery the patient showed no adverse symptoms and was transferred to the post anesthesia care unit.